Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The philips clinical specialist who was on site stated that the customer wanted to find out what were the series of alarm events that occurred to a patient who died on (B)(6), 2014. The customer is not saying that the philips monitor was the issue. The customer is interested in how the staff responded.